Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported by nbir "suspected/actual rupture/deflation, change shape/size/style". This record is for the right-side. Device status unknown.